Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device did not properly secure the tool and the tool was easily pulled out of the attachment. It was further noted that the collet coupling was damaged and the bearings and o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 of the same event. It was reported that during a general check-up, it was observed that the electric pen drive device and hand switch device ran when not engaged while in use with two attachment devices that were not locking burr devices. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.